Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range (oor) shock impedance measurements on the non-boston scientific right ventricular (rv) lead. Multiple oor measurements were noted on the trend. Inappropriate anti-tachycardia pacing (atp) due to possible atrial fibrillation (af) with the rapid ventricular response (rvr) was also observed. In addition, there were episodes of pacemaker mediated tachycardia (pmt). A review of device data confirmed that the device was functioning as programmed. At this time, this product remains in service and no adverse patient effects were reported.